Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was not receiving pain relief from stimulator. She tried to change programs with no benefit. Pt has a very difficult back, and her dr. Said her surgery was very hard to get the leads in. The dr. Did not want to replace the lead because of this difficulty and only wanted to remove anterior lead. He'll send her to surgeon for surgical lead if needed. No external contributing factors other than pt has had several past back surgeries with lots of scar tissue. Pt had been reprogrammed several times since implant but they were not effective in getting pain relief. Pt had surgery - anterior lead removed.